Event description:
On (B)(6) 2026, the patient experienced a hypoglycemic event with loss of consciousness while wearing pod on the arm. Emergency medical services were contacted by a bystander. Paramedics attended the patient at home, administered glucose, and transported the patient by ambulance to the infirmary for further evaluation. The patient reported no recollection of blood glucose values at the time of the event. No device alarms or error messages were reported. A blood glucose value of 9.4 mmol/l (169 mg/dl) was documented following the event. The pod remained in use during initial medical attention and was removed on (B)(6) 2026 due to reaching the end of the 72-hour wear period. The pod was discarded and was not available for return or analysis. During the hospital stay, the patient reported receiving glucose treatment. No specific diagnosis related to the hypoglycemic event was provided. The reported duration of hospitalization was approximately 18 hours, with discharge occurring on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.